Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under possible adverse effects: postoperative bone fracture and pain and interoperative or postoperative bone fracture and/or postoperative pain. Following review, no new risks were identified. Literature: virolainen, p., mokka, j., seppanen, m. & makela, k. (2010) up to 10 years follow up of the use of 71 cortical allografts (strut-grafts) for the treatment of periprosthetic fractures. Scandinavian journal of surgery 99: 240¿243, 2010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "up to 10 years follow up of the use of 71 cortical allografts (strut-grafts) for the treatment of periprosthetic fractures". Review of the article indentified a (B)(6) female who fell on ice had suffered a periprosthetic dislocated fracture, 13 months after hip revision surgery. The dates of surgeries or specific details have not been provided. There has been no further information provided and the patient outcome is unknown.